Event description:
It was observed that during the device evaluation, the resection sheath, 24 fr. Exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely that the damage was thermally and mechanically induced. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.